Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited beeping tones. Analysis of the memory file indicated the device has not recorded any faults or magnet exposure. The total beeper duration was 39.46 seconds, which was normal for the device after implant. It was noted this beeping tones may be due to the device reaching elective replacement indicator (eri). It was suspected this device experienced premature battery depletion. There were no adverse patient effects reported.